Event description:
Additional information received from the consumer reported the issue was the patient wasn't getting relief like they used to, and they had to keep turning stimulation up. The consumer thought it was due to the battery ¿going weak¿ meaning the battery was running out and possibly needed to be replaced. The patient then got on the line and stated therapy would work better when fully charged with them currently charging about once every three weeks. According to the patient they didn't know of any changes or circumstances that could have led to the therapy changes besides the battery getting old. It was noted the patient was doing a lot less activity now and didn't see how that would impact the device. The consumer then got back on the line and stated they wanted to get in touch with a physician, and would do that soon. At the current time no medical interventions had taken place to resolve the issue as the patient got some relief, but that changed as the battery got low.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. It was reported that the ins was becoming weak and the patient had to adjust higher. The caller reported they were trying to find someone to replace the battery but had difficulties in doing so. The caller was sent physician listings. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.